Manufacturer narrative:
Additional narrative: device availability: the device availability date was incorrectly documented. The date returned to manufacturer was corrected from feb 6, 2017 to mar 17, 2017. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the cutter device was unable to be inserted into the device. It was further determined that the device failed the cutter insertion and also had a broken foot plate. It was observed that the bearings were worn out and loose, creating a situation where the cutter device was not able to be inserted. That was because the bearings were no longer in axial alignment not allowing the cutter to pass through. It was determined that the failure was caused by worn out bearings. It was determined that the issue with the worn out bearings was consistent with normal wear over time. It was further determined that the issue with the broken foot plate was consistent with failure to follow the directions for use. When the burr device was improperly loaded into the attachment device and then installed onto the drill device, the burr device did not seat properly in the locking chamber. The attachment device was forced into position which placed the distal tip of the burr in compression. At that point, the tip of the burr was in direct contact with the neuro tip of the attachment. When the drill was started, the burr drilled into or through the neuro tip causing the foot plate to brake. The assignable root cause (could not insert cutter) was determined to be due to worn out bearings from normal use and servicing over time. The assignable root cause burr improperly loaded into the attachment was due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the craniotome device had an undetermined malfunction. During the pre-repair diagnostics assessment, it was determined that the neuro tip was damaged. It was further determined that part of the crani clamp was broken, the pins had wandered out and the ball bearing was worn out. It was observed that the device had a broken part. It was further determined that the device failed for visual assessment, vibration and for temperature. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.